Event description:
Patient reported recently that her remodulin vial was leaking a few drops from her mini spike dispense pin. Patient ended up discarding the mini spike and then replacing it with a new one and the leaking stopped. No additional information provided. No missed dose or adverse event experienced. Product lot number and expiration date are unknown. Defective device is not available for return. No further information. Reported to cvs/caremark by: patient/caregiver.